Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the up, down, ok and contrast keypad buttons intermittently responded to user inputs during testing, it was observed that these same key contacts became inverted when pressed and did not always spring back, and there was evidence of adhesive/contamination under all the key contacts.

Event description:
It was reported that the keypad button presses did not activate desired pump functions. The keypad buttons reportedly unresponsive when pressed. There was no adverse event associated with this complaint.